Manufacturer narrative:
(B)(4). These cases will be reported to the FDA under the following MDR numbers: 3008780134-2020-00001_ fg-1017_serial number (B)(4)_patient injury cryoballoon golf controller, 3008780134-2020-00002_ fg-1017_serial number (B)(4)_patient injury cryoballoon golf controller, 3008780134-2020-00003_ fg-1031_lot: 06302019-03_patient injury catheter 180 swipe, quantity (B)(4).

Event description:
Pentax medical was made aware of a complaint that occurred in an operating room in the emea region. The reported complaint, that during a live teaching case, the physician decided that the patient would not be treated with ablation therapy since there was minor ulceration and active esophagitis and not unusually, the patient had an endoscopic mucosal resection scar (<1x<1cm). The teaching physician did however decide to still show the balloon in the esophagus in order to explain the technology. The intention was to inflate the balloon but not to perform any actual ablation. During set-up, the handle was ready with the catheter connected, and without connecting the cartridge until we went live (which took +/- 10-15 minutes). The assistant said she noticed that it did not click into place like it normally did. Right before inflation a message was received asking to eject and reconnect which was then done and the 180 swipe balloon, model fg-1031, lot: 06302019-03, inflated in the esophagus. After five minutes the controller, model fg-1017, serial number (B)(4), asked to eject and reconnect the catheter which was done twice but to no avail. The controller was changed to model fg-1017, serial number (B)(4). The fresh controller now reported "catheter occluded". The catheter was removed and a fresh catheter inserted and inflated at which point the controller, serial number (B)(4) reported "occluded catheter" and blood was noticed. When the balloon was withdrawn it was apparent that the patient had a shallow laceration of 4cm in length. The case was stopped, the patient was inspected and sent to recovery. The patient was sent home later that day and was reporting no ill effects. The patient did not receive an ablation with the cryoballoon system so did not effectively receive treatment. However, the device did cause or was associated with the reported laceration. Patient status update from (B)(6) 2019: the update on the patient is that he went home yesterday immediately after the procedure and was feeling fine. Investigation is in-process as of 15-jan-2020.